Manufacturer narrative:
It was reported that a 22 mm amplatzer amulet occluder was successfully implanted in a patient in 2022. In (B)(6) 2024, the patient was hospitalized due to a bulky hematoma on the abdominal wall. A thrombosis was noted through transesophageal echocardiogram, the patient was started on non-vitamin k antagonist oral anticoagulants. The patient also began suffering from dyspnea and deterioration of condition. The patient became hypotensive, tachycardic, and developed sepsis, and received a plasma transfusion. The patient suffered multi-organ failure and expired from septic shock. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported thrombus could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
This event is being reported for hematoma and thrombus on the amulet device. The death was noted to be not related to the device/implant procedure therefore is not coded in this report. Clinical information: (B)(6) - catalyst ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2022, a 22mm amplatzer amulet occluder was successfully implanted in a patient. The patient was started on aspirin per protocol, after implant of the occluder. On (B)(6) 2024, the patient was hospitalized due to a bulky hematoma on the abdominal wall after a low molecular weight heparin anemia-hemosubstitution was performed. On (B)(6) 2024, a computed tomography scan was performed and showed no signs of active abdomen bleeding. On an unknown date it was noted via transesophageal echocardiogram, that there was thrombosis of the 22mm amplatzer amulet occluder. The patient was started on non-vitamin k antagonist oral anticoagulants. The patient also had elevated inflammatory parameters, diarrhea, and a clostridium difficile infection. The patient was administered antibiotics. The patient also began suffering from dyspnea and deterioration of condition. The patient became hypotensive, tachycardic, and developed sepsis. At an unknown point the patient received a plasma transfusion. The patient suffered multi-organ failure and passed on (B)(6) 2024 from septic shock. The cause of the patient's bulky hematoma is attributed to the low molecular weight heparin application, but also thrombosis of the 22mm amplatzer amulet occluder. The cause of the patient's clostridium difficile infection is unknown. The cause of the patient's sepsis is attributed to their clostridium difficile infection. The cause of the patient's multi-organ failure is attributed to the anemia and septic shock. The cause of anemia is unknown. There is no allegation of malfunction against the abbott device or procedure. The patient's death is not related to the 22mm amplatzer amulet occluder or implant procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.